Manufacturer narrative:
The ra and rv leads were going to be returned for laboratory analysis but they cannot be located at the time and may have been discarded following the procedure. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision to replace the right ventricular lead, it was discovered that this right atrial (ra) lead was attached to the rv lead and ended up dislodging during the extraction of the rv lead. Both the rv and ra leads were successfully replaced. In addition, it was noted on this lead that there was a strange deformation about 5 centimeters from the electrode tip. No adverse patient effects were reported. The serial number for this ra lead was not provided and is currently unknown.